Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the microscope was slightly flattened which prevented properly seating the microscope. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system could not establish communication with the microscope. It was reported that the navigation system displayed the cable was disconnected. The cable was reseated without resolution on both the microscope and navigation system without resolution as the cable was noted to have physical damage on the microscope side. A second cord was collected but the site opted to continue the procedure without navigating the microscope. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.